Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0902, a0905: would not save a 3d collimated scan (B)(6): patient experienced an over exposure to due an error d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874, serial/lot #: -, ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact g2: this event occurred in the united kingdom, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received informati0n 6544299-2025-00098on regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not save a 3d collimated scan therefore a full field of view was acquired. Troubleshooting was performed and the logs analysis found a preset 4 button had been pressed on the pendant during 2d which was correct. However, for it to work, the preset 4 button needed to be pressed before the start of the 3d scan as well so it knows that the site wants to use the collimated spin during 3d. It needed to be in preset number 4 for it to recognize that it could use a collimated 3d spin. The manufacturer representative could see in the logs that the preset 4 button had only been pressed once at the time mentioned above. This caused the system not to remember the collimator x position and when the 3d scan was started the collimator moved back to the standard position from colx=0.4656 inches to colx=1.2525 inches. There was less than hour delay to the case. Additional information was received. It was reported that the patient experienced an over exposure to due an error when pressing the memory function for collimation. The logs have been checked and it shows that the m4 was not pressed before the 3d spin. So, there was no collimation.